Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: a review of the pump black box data indicated frequent low battery warnings and replace battery alarms. The black box showed battery voltage immediately following a battery change was low, indicating that a partially discharged battery inserted by the user. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. Current draws were tested and measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.